Manufacturer narrative:
Correction in section h5. Product is lable as single use. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Customer will not return the item to us for evaluation; thus, we cannot ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported that the case could not be continued as the scope had alot of interference and issues with getting the laser fiber down the working channel. The facility had to switch on the other scope tested the adaptor and all was fine it was just the scope.